Event description:
The report received from another country indicated a pt incurred sub-acute thrombosis one week after implantation of a cypher stent. The target lesion was in the mid right coronary artery described as 3.5x30mm long, de novo and concentric with total occlusion and a type c classification. The indication for the index procedure was acute myocardial infarction. A 3.5 x 33mm cypher was implanted at 12 atm for 60 seconds. Predilatation was not conducted; however, post dilatation was conducted with a 3.5 x 15mm balloon at 20 atms for 30 seconds. Intravascular ultrasound was conducted and the residual stenosis was zero. Timi flow was zero before the procedure and three after the procedure. The pt was asymptomatic when he returned for a percutaneous intervention of the left coronary artery. Coronary angiogram showed a thrombus in the cypher stent. It was treated by balloon angioplasty and directional coronary atherectomy was conducted. According to a consulting physician, the cause of the thrombus may have been due to plaque proximal to the cypher.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Add'l info will be submitted within thirty days upon receipt.